Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced check valve malfunction. The following information was provided by the initial reporter: material no.: 2426-0600 batch no.: 20073316. It was reported that this products tubing does not allow fluid to flow through the line.

Manufacturer narrative:
H.6. Investigation: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of misassembly with lot #20073316 regarding item #2426-0500. One sample was returned for investigation. It was reported that this products tubing does not allow fluid to flow through the line. The tubing and all of the junctions were analyzed for defects. No defects were identified. The failure was unable to be replicated. A device history record review for model 2426-0500 lot number 20073316 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined because the failure was unable to be replicated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA device problem code(s): 2945. FDA patient problem code(s): 2199. Investigation summary: one sample was returned for investigation. It was reported that this products tubing does not allow fluid to flow through the line. The set was primed. The tubing and all of the junctions were analyzed for defects. No defects were identified. The failure was unable to be replicated. A device history record review for model 2426-0500 lot number 20073316 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 14jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined because the failure was unable to be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: it was reported that the tubing of model #2426-0500, batch #20073316 does not allow fluid to flow through the line. An investigation was performed. The set was primed and analyzed for defects. No defects were identified, and the failure was unable to be replicated. A root cause could not be determined because the failure was unable to be replicated.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced check valve malfunction. The following information was provided by the initial reporter: material no.: 2426-0600. Batch no.: 20073316. It was reported that this products tubing does not allow fluid to flow through the line.